Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible alert as a lead integrity alert (lia) had occurred. The rv lead exhibited no capture at maximum outputs and an acute increase of pacing impedance to undefined high levels. Additionally, the rv lead experienced oversensing as high rate non-sustained episodes likely exhibited noise with a mild to moderate increase in sensing integrity counter (sic). A fracture of the rv lead was suspected. The rv lead was programmed off. An rv lead revision is planned; however, the rv lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.